Event description:
Procedure type: bariatric procedure. According to the reporter: during a l-dixon operation, device was unable to cut the tissue when closed. Cut the un-amputated tissue again and stapled with another new device. No reinforcement material was used. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).